Event description:
A surgeon reported that a pt underwent a procedure in 2002 in which the product was placed in the posterior chamber of the eye for a diabetes related retinal detachment. The pt was admitted overnight and positioned face down until the next morning. Upon examination the next day, the surgeon noted the product had filled the anterior chamber. Intraocular pressure rose to 50mmhg. Two days later, the product was removed anteriorly through a cannula. During removal, the surgeon observed the product leaking from the posterior chamber through the zonules into the anterior chamber. The pt had a good outcome.